Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during visual inspection of the device both externally and internally. Due to blood contamination throughout the device, the device was deemed unrepairable and scrapped. Bodily fluid is always possible depending on the clinical condition of the patient and placement of the patient circuit. No trend is associated with events of this nature.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest and performing CPR with the ventilator connected to the patient, blood started leaking into the ventilator. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.